Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unit passed self-test. Active current measurement within specifications. However, unit received with high sleep current measurement due to moisture damage on electronics assembly. The history was download successfully using thus software. However, unit received with high sleep current measurement due to moisture damage. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis confirm charge battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did drop below 3.5v for consecutive 240 minutes. The long trace history files change battery alarm related to event date on and power loss alarm on (B)(6) 2024 07:23:01:000 pm due to moisture damage on electronics assembly. Unit confirmed pump error 23 alarm on (B)(6) 2025 09:02:06:000 pm, pump error 48 on (B)(6) 2025 09:01:54:000 pm and pump error 68 alarm on (B)(6) 2025 09:01:03:000 pm due to moisture damage. Unit was cut open to perform visual inspection and found moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, motor, and battery tube. Unit received with cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for charge battery alarm and power loss alarm due to moisture damage. Unit confirmed pump error 23 alarm on (B)(6) 2025 09:02:06:000 pm, pump error 48 on 01/11/2025 09:01:54:000 pm and pump error 68 alarm on (B)(6) 2025 09:01:03:000 pm due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low/short battery lifetime, pump error 49 (history pointers failed. The history pointers are corrupted), pump error 68 (trace pointers are invalid), pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.